Event description:
It was reported; the device had become unable to send transmissions via radio frequency (rf) telemetry. The patient presented in clinic and the device was able unable to be interrogated via rf telemetry. Technical support was contacted and the device firmware was re-downloaded and this restored the rf function to resolve the event. The patient was stable.